Manufacturer narrative:
Investigation summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This information is based entirely on journal literature. All information provided is included in this report. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: amplatzer¿ occlusion device implantation in a patient with biventricular heartware. International journal of artificial organs, 2014; 37 (1):93-95. Doi: 10.5301/ijao.5000260. Other devices involved in this event: heartware ventricular assist system ¿ pump. Pump / unknown/ model #: unk-pump / expiration date: unknown. UDI #: unknown. Mfg date: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding the implantation of a biventricular ventricular assist device (bivad). One patient died fifteen days post implant due to the development of sepsis and subsequent multi-organ failure. The status/location of the vad's are unknown.